Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect(s) of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an 80% stenosed de novo lesion in the right coronary artery (rca) with heavy calcification and mild tortuosity. The 3.00x33mm xience xpedition stent delivery system was advanced to the target lesion and the stent was deployed; however, a distal edge spiral dissection was observed. Therefore, a 3.00x33mm xience xpedition stent was used treat the dissection. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.